Event description:
The customer reported that the insulin pump alarmed and was stuck in the prime loop. The blood glucose reading was 91mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. The customer also mentioned having motor error alarms for the past couple of weeks. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a protruded/loose drive support disk. Cracks to the display window, batteyr tube threads, reservoir tube lip, a scratched lcd window and broken belt clip slot noted.